Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633176. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Inadequate radiopacity ¿ markers is a known potential complication associated with the enterprise vascular reconstruction device. The markers act as a guide for accurate stent placement. Inadequate visualization of the markers could result in inaccurate placement of the stent. In this case, there was no report of patient injury; however, the physician was required to implant a second stent to cover the lesion site. Based on the surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2025, the patient underwent an angioplasty procedure that was targeting a severe stenosis of the c7 segment of the left internal carotid artery (ica). During the procedure, it was difficult to visualize the stent positioning marker under x-ray for the 4.5mm x 22mm enterprise (enc452212 / 9633176). After the stent was released, it was found that the stent component was in the c6-c7 segment of the ica and did not completely cover the lesion site. The physician implanted a second stent at the site using the same original microcatheter (unspecified brand) and completed the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative impact on the patient. On 04-dec-2025, additional information was received. The information confirmed that the procedure was targeting a severe stenosis of the c7 segment of the left internal carotid artery. The concomitant microcatheter was a prowler select plus (606s255x / 31601093). There was no resistance during the advancement of the stent. The information also confirmed that the 4.5mm x 22mm enterprise (enc452212) remains implanted where it was released, in the c6-c7 segments of the left internal carotid artery. The information confirmed that second stent implanted was a 4mm x 23mm enterprise 2 stent (encr402312). There was no negative impact on the patient, and the physician did not consider the reported 10-minute delay in the procedure to be clinically significant.